Event description:
The customer reported the cutting wire of the sphincterotome was damaged when energized during a therapeutic endoscopic papillomyotomy. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing confirmed the reported event. The cutting wire was confirmed to be broken. The broken part was black and melted. When the outer diameter of the cutting wire was measured, there was no abnormality. It was confirmed there was no problem with the length of the cutting wire and wire coating. There were no defects identified that could have led to the breakage of the cutting wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the issue occurred according to the following mechanism: 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. As described in (1), the cutting wire and the endoscope were being close to each other. 3. The output was activated as described in (2). This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: ¿- since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. - be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. - do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.